Manufacturer narrative:
Additional information: a4 and a3.

Event description:
A customer reported that a patient received a coolsculpting system treatment to the inner thigh and abdomen areas on (B)(6) 2025 using an unknown applicator and presented with paradoxical hyperplasia (ph) 2 to 5 months post treatment. Later healthcare professional reported "r22.2 - localized swelling, mass, and lump, trunk". CT scan was performed.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that a patient received a coolsculpting system treatment to the inner thigh and abdomen areas on (B)(6) 2025 using an unknown applicator and presented with paradoxical hyperplasia (ph) post treatment.

Event description:
A customer reported that a patient received a coolsculpting system treatment to the inner thigh and abdomen areas on (B)(6) 2025 using an unknown applicator and presented with paradoxical hyperplasia (ph) 2 to 5 months post treatment. Later healthcare professional reported "r22.2 - localized swelling, mass, and lump, trunk". CT scan was performed.

Manufacturer narrative:
Additional information: b5 and b6.